Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection and testing of the device, the reported issue was confirmed. It was determined that, when the scopes were connected to the cv-190s, the image would display normally. However, when the issue cv-190 was connected to known-good light sources and scopes, the image would not display. The subject device was subsequently tested and it passed all the functional and electrical safety tests. However, the power switch required an upgrade. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The sales support representative reported to olympus that there was an out-of-box failure; the image did not display on the evis exera iii video system center. There were no reports of patient harm associated with this event.